Event description:
On (B)(6) 2012, it was reported that the check button on the patient's infusion device was not functioning. The patient changed the battery in the device, but that resulted in none of the buttons working on the device. E8 (power interrupt) was displayed on the device after the battery was changed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.